Manufacturer narrative:
A company service representative examined the system and was able to confirm the reported problem. The power supply was replaced. The system was then tested and met all product specifications. The replaced power supply will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during setup for the first case, a system message appeared and could not be cleared. The patient had been prepped for surgery and the four following cases were canceled. There was no patient injury reported.